Event description:
The customer reported being in the emergency room due to hyperglycemia and high blood glucose of 574mg/dl. The customer was treated with an insulin drip and when he was on the 200mg/dl they released him. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the customer to run a manual prime and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. The high pressure test was completed and passed. Reviewed the alarm history and found several low reservoir alarms. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.